Event description:
It was reported that both the patient alert sounded and the lead integrity alert (lia) triggered at least three times due to noise and oversensing. It was determined that the oversensing was due to electromagnetic interference (emi) from the patient's job. The lia was removed from the device, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.